Manufacturer narrative:
Re-submitting this case (3002807350-2016-00008) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. Since we do not know that end-user error with device contributed to the event, jmss had conducted an investigation as a precaution if the device contributed to the adverse event. The actual lot number involved in the event is unknown. We requested the lot number that the center is currently using which is 151119331. Based on our reserve sample evaluation and device history record of the lot number provided by the center, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Due to unavailability of actual sample involved in the event, we are unable to verify the actual cause of the reported claim. Although we could not establish causal effect (either use error or product defect), we did due diligence and investigated the current lot in-use, in an effort to further substantiate that there is no abnormality observed in our products. As per information provided by the facility staff, the dislodgment occurred after 1 hour and 7 minutes into dialysis treatment. The clinic staff did not find anything wrong with the jms avf needle. The possibility exists that the patient moved her arm a lot and that movement (or also treatment compliance) caused the venous needle dislodgement from the access site which eventually caused the adverse event requiring fluid replacement and medical intervention. Causal analysis reveals that the reported adverse event incidents might be due to some other possible factors that results in the dislodgment of the needle set (I) poor quality of tape / poor adhesion strength of the tape, (ii) gravitational pull on the avf needle set, (iii) disinfectant / lotion / medication used on the patient, (IV) patient's perspiration, (v) patient's skin condition, (vi) cannulation angle. Lastly, jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Initial report: patient was found unresponsive on (B)(6) 2016 at 1153hrs. Upon arrival to patient, blood was noted on the floor and venous needle dislodgement was noted. Patient moves arm a lot and is suspected to have accidentally dislodged the needle, which is taped down onto the arm. The normal venous limits were properly set, however, the machine did not alarm to notify the staff. 600ml of normal saline bolus was administered to the patient. The patient became alert and oriented: vital signs were stable; blood pressure 160/86; heart rate 118 and regular. Emergency medical system 911 was notified and the patient was sent to the hospital via ambulance. The staff caring for the patient estimated 250cc of blood loss. The patient did not require a blood transfusion at the hospital. Pre hgb 9.9 on (B)(6) 2016, hgb 9.3 at the hospital. The patient was discharged from the emergency room in stable condition. Needle brand is jms 15g, catalog and lot number are unknown.